Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported states that the patient's caregiver report that the patient became unresponsive and was taken via life flight to ohio state where he exhibited signs of hemorrhagic cerebrovascular accident (hcva) upon exam. The hvad pump ((B)(4)) remained implanted post-mortem and was not returned to the manufacturer for evaluation. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Stroke (hcva) is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors.

Event description:
It was reported from the united states that the patient's caregiver report that the patient became unresponsive and was taken via life flight to (B)(6) where he exhibited signs of hemorrhagic cerebrovascular accident (hcva) upon exam. The patient died and the family denies request for autopsy. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation.